Manufacturer narrative:
The technician found the side com power control coard was damaged. The technician replaced the side com power control board to resolve the issue.

Event description:
The technician alleged that the bed had no nurse call capabilities. No patient impact.